Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Date of event: unknown. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: 359.219 lot. 9463600, manufacturing location: (B)(4), manufacturing date: 11.aug.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that smal pieces of the blue handle is been falling a part. This was realized at the loan department. No patient involvement. This complaint involves two parts. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: device was received and is damaged as described in the complaint. The handle is cracked as described in the complaint description. There is a clean break of the handle. There are deformation on the inferior part of the device head as well as on the handle which is a potential sign of misuse of the instrument. The upper handle has fragments missing. The break is typical for brittle material at an angle of shortest distance showing some force introduction. The marks on the handle may have been caused by a misuse of the instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.